Event description:
Event description guidant received information that one week following implant, this patient experienced palpatation-like symptoms with the device during ventricular pacing and they were reproduceable in the clinic during evaluation. Guidant technical services recommended several troubleshooting techniques for modifications to the threshold output,lengthening the atrioventricular (av) delay, and reprogramming the device to unipolar. Guidant received additional information that three weeks later, the patient returned again with muscle stimulation and symptoms and upon interrogation, many arial tachy response (atr) mode switches were noted. Upon review of the electrograms, both leads displayed noisy intercardiac signals and as these episodes were also oversensed, electromagnetic interference is suspected.